Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01706, 2134265-2013-01704. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) and stent thrombosis occurred, as well as a potential catheter related dissection. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as myocardial infarction and the patient was referred for cardiac catheterization. The target lesion was located in the distal left anterior descending artery (dist lad) with 95% stenosis and was 16mm long with a reference vessel diameter of 2.5mm. The target lesion was predilated with a 2.0x9mm and a 2.5x15mm maverick balloon. After placement of a 2.50x20mm synergy stent, jailing of the 2nd diagonal branch was noted. Following post-dilation with a 2.75x15mm quantum maverick balloon, residual stenosis was 0% with timi 3 flow down the lad with all side branches maintained. Post index procedure, the patient developed severe retrosternal chest pressure. The patient was brought back to the cath lab for urgent percutaneous coronary interventions (pci) in view of an acute stent thrombosis. Cardiac enzymes were noted to be elevated consistent with universal definition of myocardial infarction (mi). One day later, the mid lad was treated with balloon angioplasty followed by thrombectomy across the occluded segment in the mid lad and the distal lad using an export thrombectomy device, restoring timi 3 flow to the lad. Post thrombectomy, some residual thrombus was noted in the ostium of the jailed 2nd diagonal branch, which was treated with balloon angioplasty using a 2.0x15mm balloon. Subsequently, the mid lad was treated with placement of a 2.25x8mm promus element stent proximal to and overlapping with the study stent. The overlapped segment was then post-dilated with the stent balloon. A 2.75x12mm promus element stent was then deployed in the distal lad distal to and overlapping with the study stent. The whole stented segment was then post-dilated with timi 3 flow down the lad and the 2nd diagonal branch. There was no clear cause of stent thrombosis. In the opinion of the investigator, there was a possibility of mechanical issue of disease proximal and distal to the study stent and the likelihood of an underlying dissection which were thought to be the culprit for the event, although the dissection was not visualized angiographically. The events were considered as to be recovered/resolved at the time of reporting. The patient was discharged on dual antiplatelet therapy.